Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "pain and hardening" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain and hardening."

Event description:
Healthcare professional reported "pain and hardening". Later healthcare professional reported "7mm capsule". This record is for the left side. Device was explanted.